Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
This device is part of the battery performance alert advisory and explanted. The patient had no reported symptoms. It was discussed that the algorithm has detected a drop-in battery voltage that is significantly more than anticipated. Potential early battery depletion was noted. On (B)(6) 2019 the device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was consistent with li cluster formation.